Event description:
The machine failed autotest 3x. The gambro tech svs rep found that the ultrafiltration pump was not stroking at the end of autotest. The ultrafiltration pump thermal fuse was replaced.